Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving dilaudid(7.5 mg/ml, 1.8 mg/day), bupivacaine (13.0 mg/ml, 3.1 mg/day) and clonidine(48.0 mcg/day, 200.0 mcg/ml) via an implantable infusion pump. It was reported that the patient stated that the pump was not providing effective relief and believed that the pump was malfunctioning. The patient experienced increased pain. There was no environmental/external/patient factors that may have led or contributed to the issue. Catheter dye study and results were normal. Catheter appeared patent and no fractures or kinks were identified. The pump was replaced. It was unknown if the issue was resolved and patient status was alive without injury at the time of the report. No further complication was reported.

Manufacturer narrative:
Analysis of the pump found no anomaly. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump was returned with no new information.